Event description:
The micro drill medium straight attachment was returned due to overheating during testing. The event occurred during a regular maintenance visit. No adverse event was associated with the device.

Manufacturer narrative:
Corosion damage was noted on the bearings of the device. The device was discarded after failure analysis because it is not a repairable device.